Event description:
Reportable based on analysis completed on 29-oct-2014. It was reported that balloon inflation failed occurred. The 80% stenosed, 15x2.75mm target lesion was located in a moderately tortuous and a severely calcified left anterior descending artery (lad). A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to post dilate a 2.75x12 promus element stent but failed to inflate the stent. So the stent was not apposed well. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Returned product consisted of a quantum maverick balloon catheter. There was contrast on the shaft and in the balloon and blood between the balloon folds. The balloon was tightly folded. Microscopic examination also revealed a complete hypotube separation 85.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft of the device. Microscopic examination presented no irregularities or damage to the bonds or welds. Microscopic examination of the balloon presented no irregularities or damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a toughy and a stopcock to the fractured hypotube. The device was inflated to its rated burst pressure and the catheter maintained constant pressure. There was no indication of any leaks or other irregularities in the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).